Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg site. Reportedly, the ipg header could not secure the adapter. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was repositioned and ipg header reconnected to another adapter to address the issue.

Manufacturer narrative:
Corrected data h6 - adverse event problem (refer to coding manual).

Manufacturer narrative:
It was reported to abbott during an ipg revision to address redness at the ipg site , it was noted the lead adapter had pulled from the header of the ipg. The other adapter was intact and connected to the existing lead. One of the adapters was stuck in the ipg¿s header port. The adapter could not be removed from port 1-8. The broken adapter was explanted. The ipg was repositioned and reconnected the one lead and remaining adapter. The lead in port 9-16 was to be remapped and to await outcome if therapy was restored. On 24 may 2025 it was reported a review was conducted. It was reported the wound was not healing well and the patient was not getting adequate therapy with one lead. On 10 june 2025 it was reported the wound had still not healed and effective therapy had not been restored. No intervention has been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.